Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4). It was reported that the ventilator device generated a message indicating a software communication failure. There was no patient involvement. The reported device was investigated at the hospital by our fse(field service engineer). When the device software was reinstalled the error was no longer active or reproduced. The device control pc (printed circuit) board was replaced for preventive measures and returned for investigation. The device logs and a video file was also returned for investigation, the event can be verified by the review of these files. Our investigation of the returned control pc board did not show any errors. The pc board is functioning according specifications. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for communication error during patient treatment. There was no patient harm. (B)(4).